Event description:
It was reported that a device was explanted about four years ago after the patient fell down. The fall damaged the pump device, so the device had to be explanted.  The drug that was used via the device system was unknown. Follow-up has been conducted, but no new information regarding this event was obtained. If additional information is received this report will be updated.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).